Manufacturer narrative:
The stent was implanted in the patient and the delivery device was discarded by the facility; therefore, no direct product analysis can be performed. A review of the manufacturing records for top assembly batch # 8527968 found that the device met its material, assembly and product specifications, at the time of release to distribution. The exact cause of the complaint incident is unknown.

Event description:
It was reported that during a stenting treatment procedure, the stent came off of the balloon. The lesion being treated was located in the right iliac. The dislodged stent was deployed with another balloon. The procedure was completed with another device. No patient injuries or complications were reported. Patient status is listed as "okay". Additional information has been requested.